Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the wire on the mega suturecut needle driver instrument was twisted so the instrument did not have full range of motion. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was frayed at the distal idler pulley and the frayed strands were stuck out at the wrist. The other cables at wrist were not damaged. Engineering evaluation also found the grip cable was derailed. Although the cable was derailed at the distal idler pulley the jaws still opened and closed but the movement was not precise. Engineering concluded that cable derailment was likely due to the cable losing contact with pulley during wrist articulation thus causing the non-intuitive motion experienced by the customer. The fleet angle between proximal and distal pulleys may have contributed to the derailment. In addition, engineering evaluation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.